Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there is no patient involvement.

Event description:
(B)(4). Other- specify in comments. There is no patient involvement. Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4)patient or user involvement: no. Patient or user harm: no. (B)(4) 8015 sn: (B)(4) customer just wanted to confirm that this error code is only for the backup speaker. I explain to the customer that this error code may have two thing that needs to be check before buying parts. I also explain to the customer that he could swap out a good backup speaker to check if you get this error code again. If not then yes you will need to replace the backup speaker. I also explain to the customer that if he still gets this error, then he would need to replace his logic board. The customer said ok and the call was ended. Case resolution: (B)(4).